Event description:
It was reported that in-stent restenosis occurred. The target lesion was located in left main bifurcation. After percutaneous transluminal coronary angioplasty (ptca) was performed, two synergy drug-eluting stents were deployed for treatment. The patient presented to the outpatient department with restlessness and breathing issues. On the next day, the patient was admitted for angiography and restenosis was noted. No further patient complications were reported.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. D6a date of implant: estimated based upon report that incident occurred within 3 months of ptca.